Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was getting water on her legs. The patient clarified that her legs and stomach are retaining water, her stomach kept swelling and is swelling, and she is having to cath. It was noted that the patient kept seeming to say that the issue started when the implantable neurostimulator (ins) was still on, but the patient was adamant about the event date, which is after the ins was turned off. There were no further complications or anticipations reported with this event.